Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead dislodged. During the lead revision procedure, the insulation was noted to be damaged. The lead was explanted and replaced. The patient was in stable condition post procedure.